Manufacturer narrative:
Exhalation flow sensor.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use of a patient. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed the reported problem. The service technician replaced the exhalation flow sensor to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.